Event description:
It was reported that the patient experienced a high blood glucose event on 16 mar 2026, which was treated using the insulin pump. The event lasted for three to four hours. The infusion set was inserted in the lower back.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.